Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the pump was explanted and replaced. It was stated the pump was empty and there was a possible pocket fill. It was noted the pump was explanted due to the elective replacement indicator (eri) at that time. It was noted the pump logs were checked. It was noted they had good therapeutic effect after replacement. It was reported there were overdose and underdose symptoms associated with the event at the device pocket, but the exact symptoms were not specified. It was noted the physician was unsure and ¿could not say overdose or underdose.¿ the pump was used to deliver lioresal. It was confirmed that eri occurred. This telemetry strip was returned in german, so there was a language barrier. Additional information reported that the pocket fill was suspected with the last refill in the old pump. It was noted the patient was not taken to surgery after the refill, so nobody knew if there was a pocket fill or not. It was stated the patient was alright with the new pump. It was noted the suspicion was a malfunction of the pump overdosing the patient. Additional information reported the time of the pocket fill was unknown.

Manufacturer narrative:
The pump was at end of service (eos) when received. The pump reservoir had 14 milliliters (ml) of fluid in it. The pump logs were gathered which noted no motor stalls and no motor stall recoveries. The pump reached eos due to time progression. The infusion history gathered which noted no issues. To allow for testing the pump was taken out of the eos stated. The septum was tested during dispense testing and during septum pressure test which noted no leaking. Dispense accuracy testing passed for accuracy. In conclusion, eos was due to time progression and no significant anomaly was observed. Conclusion code no longer apply to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.